Manufacturer narrative:
One percuflex¿ plus ureteral stent was received with its original sealed pouch. Analysis of the returned device revealed that the pouch has all the seals within specification, however, it was torn. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent device package was noted to have a compromised seal prior to a procedure on an unknown date. According to the complainant, during unpacking, a cut was noted on the device packaging while removing it from the shipping box, and the seal was noted to be compromised. No damage was observed on the shipping box. Reportedly, the cut was not due to the opening of the shipping box as the product was located at the bottom of the box. The device was not used on a patient.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent device package was noted to have a compromised seal prior to a procedure on an unknown date. According to the complainant, during unpacking, a cut was noted on the device packaging while removing it from the shipping box, and the seal was noted to be compromised. No damage was observed on the shipping box. Reportedly, the cut was not due to the opening of the shipping box as the product was located at the bottom of the box. The device was not used on a patient.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.